Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that their blood glucose level was 43mg/dl which was treated by drinking peps, after lunch their blood glucose went upto 344mg/dl which was treated with insulin pump also the insulin pump alarmed compromised force sensor system. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however, pump alarmed compromised forced sensor system during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, compromised forced sensor system test, and excessive no delivery test due to compromised forced sensor system alarm.